Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of odd voltages was confirmed via log file analysis. Review of the log files revealed on 29oct2025, no external power, power cable disconnect, and low power advisory alarms activated due to relative state of charge (rsoc) and bus voltage fluctuations while connected to the power module. The backup battery supported the system as intended during the loss of power. The alarms were resolved once the system was connected to battery power. On 03nov2025 and 07nov2025, while connected to either power module or battery power, intermittent power cable disconnect alarms activated due to rsoc and bus voltage fluctuations associated with either the black or white power cable being outside the expected voltage range. The alarms quickly resolved each time and pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect, low voltage, and no external power alarms. Heartmate 3 IFU, section 2 ¿ ¿system operations¿ warns that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source is disconnected or fails. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the power module and that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having connection fault alarms which were silenced by the perfusionist. The section of the driveline proximal to patient had been previously rescue taped by home left ventricular assist device (lvad) center in macon. The area had extended down further. No wires were exposed, and the rescue tape was applied on (B)(6) 2025 by lvad team. Log files confirmed driveline communication b fault alarms on (B)(6) 2025. It was recommended to exchange the modular cable and system controller. After exchanging, it was asked to perform 15 power cable disconnects to collect more log file data and send the log files from this. This alarm has not interfered with pump operation. It was noted that there were also odd voltage issues. The log files following the exchanges and were provided and showed the alarm had returned. It was said the patient had this alarm for approximately 2 years and their home lvad center in macon silenced the alarm permanently. It was told that they could clean up the pump cable connector to see if it would resolve the issue. If not, they could permanently silence the alarm. The patient underwent their first cleaning of their modular cable where their driveline communication fault resolved following the replacement of equipment. During the first cleaning of the connector surface, it was noted there was green debris above two pinholes. The debris was scrubbed off, and the cable was reconnected after 33 seconds. It was said that around 1:15pm, the patient's driveline communication fault was back. Active driveline communication fault alarms were confirmed to have returned in the log files on (B)(6) 2025 @ 13:03:51. At this stage, the recommendation was to permanently silence the alarm. The redundant comm a line was functioning as intended so there¿s no actual loss in communication between the pump and system controller. A second cleaning of the pinholes was performed lasting 46 seconds. Following the reconnection, the alarms cleared. The final cleaning of the surface and pinholes was performed lasting 53 seconds. The driveline was connected to a new modular cable and the backup system controller. No further alarms were noted. It was confirmed that there was a total of 2 system controller exchanges. The first was to rule out any system controller issues that may be causing the alarms. The alarms returned so the issue was the driveline (modular connector) related and not system controller related. The second was at the end of the cleaning when the patient¿s modular cable was exchanged to prevent cross contamination of debris from the old modular cable to the clean modular connector. The new modular cable was connected to the backup system controller for the swap.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.